Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 5.5mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.